Event description:
Mea procedure performed on 3/7/06. Uterine depth sounded to 9cm; treatment started with applicator at a confirmed depth of 9cm. During fundal/cornual treatment, applicator advancement to 12 cm recognized. Treatment aborted. Hysteroscopy confirmed uterine perforation. Diagnostic laparoscopy confirmed no additional injury. Patient admitted for observation only. Patient discharged in 3/9/2006 without further complications.